Manufacturer narrative:
At this point in time, we are in the info gathering mode. When all that can be had is had, evaluated, and an evaluation complete, the results of the investigation will be reflected in the follow up report.

Event description:
Our rep reports that during a knee repair the distal portion of a rigidfix 7 mm femoral rod broke off into the bone tunnel. The surgeon resorted to drilling a 4.5mm hole through the anterior cortex to push out the device fragment. The procedure was completed successfully without further issue or harm to the pt. The facility discarded the complaint device.